Event description:
Customer reported the express 4 unit power harness was burnt.

Manufacturer narrative:
It was reported the express 4 unit would not power on and there were no indicator lights lit and customer could not open unit. Samples were stranded in the unit. It was confirmed that control board connector of 24v power cable was burned. No injuries or delay of results or loss of pt sample were reported. There were no reports of open flames, smoke emission, nor was fire department called.